Event description:
A distributor in (B)(6) reported that a ventilator alarmed due to a hole in an 900mr810 reusable adult breathing circuit. Photographs provided indicate that the breathing circuit and an hc325 reusable humidification chamber were deformed. There was no patient harm reported.

Manufacturer narrative:
(B)(6). Section d4: device indentification details were requested, however not received. The subject 900mr810 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.